Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was observed to exhibit jumpy high pacing thresholds and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. Upon review, ts observed frequent, jumpy high out of range pacing impedances that measured to be greater than 2000 ohms. It was noted that the rv lead was a non-boston scientific lead. No noise was observed. Ts discussed possible causes of the high out of range pacing impedances with the hcp. No additional adverse patient effects were reported. The non-boston scientific rv lead and ICD remain in service.

Event description:
It was reported that during a clinic visit, this implantable cardioverter defibrillator (ICD) was observed to exhibit jumpy high pacing thresholds and high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested further review of the stored device data. Upon review, ts observed frequent, jumpy high out of range pacing impedances that measured to be greater than 2000 ohms. It was noted that the rv lead was a non-boston scientific lead. No noise was observed. Ts discussed possible causes of the high out of range pacing impedances with the hcp. No additional adverse patient effects were reported. The non-boston scientific rv lead and ICD remain in service.